Manufacturer narrative:
Qc was within spec before and after the event. A system check performed in 2008 passed. This specimens were collected in bd lithium heparin tubes with gel separators. Based on avail info, the samples were collected by the ER staff and were not obtained or processed per bd's guidelines. Pt b's tube was only half full. As per product insert, tubes should be filled until the vacuum is exhausted. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing and obtained one flier. The fse replaced aspirate probes and peri tubing and then repeated the diagnostic testing with good results. The fse visually inspected the parts removed from the system and stated that both appear to be in good shape. The fse cannot definitively say if they contributed to this event. The fse verified repair per established procedures and results meet published performance specs. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for three (3) pt samples. Pt a: an initial accu tni result was 27.58ng/ml. The sample was retested and repeated results were 0.30ng/ml and 0.03ng/ml. A fresh sample was collected from the pt and tested on a different instrument in the customer's lab and an accu tni result of 0.00ng/ml was reported out of the lab. Pt b: the initial accu tni result was 31.72ng/ml and 29.92ng/ml upon repeat. The original sample was retested on the different instrument and a result of 0.02ng/ml was reported out of the lab. Pt c: the initial accu tni result was 33.28ng/ml and 7.65ng/ml upon repeat. The original sample was retested on the different instrument and a result of 0.00ng/ml was reported out of the lab. Per lab policy, all critical results have to be repeated. No erroneous results were reported out of the lab. There was no death, injury, or change to pt treatment occurred as a result of this event.